Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing. The root cause for ua7 was due to a defective load cells, likely attributed to a defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed on the autopulse platform. Archive data could not be download, no connection to the autopulse platform could be established due to a defective interface on the mainboard. This issue is unrelated to the reported complaint. The processor board was replaced to remedy this issue. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cells are defective. Load cells were replaced to address the ua07 error. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported the autopulse platform (serial#: (B)(4)) displayed a user advisory, "(ua) 07" (discrepancy between load 1 and load 2 too large), error message. Patient use is unknown.